Manufacturer narrative:
Manufacturer¿s ref. No: (B)(6). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30729953) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure for an acute ischemic stroke targeting an occlusion in the left internal carotid artery (ica), the right femoral artery was punctured with a 9fr sheath, a balloon guide catheter (unspecified brand) was advanced to the left ica. From there, a phenom¿ microcatheter (medtronic) was advanced to the ica occlusion and went through the thrombus. Thrombectomy was attempted by the combination used of the embotrap iii revascularization device (catalog / lot# unknown) and the complaint product, a 132cm embovac 71 aspiration catheter (ic71132ca / 30729953). The thrombus was removed ¿to some extent but remained.¿ two passes were made and a small thrombus remained in the middle cerebral artery (mca). The physician attempted to remove the remaining thrombus, however, the coating on the tip of the complaint device was peeled off. Because of the slip of the product was poor, it could not be re-inserted and the use of the embovac catheter was discontinued. A catalyst® 6 catheter (stryker) was used and the thrombus was removed using the catalyst® 6 catheter and the embotrap iii device. The procedure was completed. It was not known if continuous flush was maintained. There was no negative patient impact or patient complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-oct-2022. [Additional information]: on 12-oct-2022, additional information was received. The catalog and lot number of the concomitant embotrap iii device used was et309537 from lot 22e160av. The information confirmed that the following statement, ¿a small thrombus remained in the mca¿ meant that there was thromboembolism from the left ica to the mca. The thrombus was removed using the catalyst® 6 catheter and the embotrap iii device (et309537 / 22e160av). Clot characteristics are not known. The patient¿s baseline mrs/nihss/aspects scores are not known. Pre-treatment thrombolysis in cerebral infarction (tici) score was 0; post-treatment tici score was 3. It is not known if there was any excessive vessel tortuosity or acute bends in the target vessel. The information indicated that there the embovac catheter had not been advanced nor withdrawn against resistance. No resistance reported felt at any point while using the embovac catheter. The embovac catheter was removed intact from the patient. Excessive force had not been applied to the device. There was no clinically significant delay in the procedure due to the reported issue. E.1: initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to make a correction to the concomitant products. The catalog and lot number of the embotrap iii device used was left out in the 3500a supplemental report 2. Updated sections: b.4, g.3, g.6, h.2, h.10, h.11, and concomitant products. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. The catalog and lot number of the embotrap iii device was not included in the 3500a supplemental report #2.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure for an acute ischemic stroke targeting an occlusion in the left internal carotid artery (ica), the right femoral artery was punctured with a 9fr sheath, a balloon guide catheter (unspecified brand) was advanced to the left ica. From there, a phenom¿ microcatheter (medtronic) was advanced to the ica occlusion and went through the thrombus. Thrombectomy was attempted by the combination used of the embotrap iii revascularization device (catalog / lot# unknown) and the complaint product, a 132cm embovac 71 aspiration catheter (ic71132ca / 30729953). The thrombus was removed ¿to some extent but remained.¿ two passes were made and a small thrombus remained in the middle cerebral artery (mca). The physician attempted to remove the remaining thrombus, however, the coating on the tip of the complaint device was peeled off. Because of the slip of the product was poor, it could not be re-inserted and the use of the embovac catheter was discontinued. A catalyst® 6 catheter (stryker) was used and the thrombus was removed using the catalyst® 6 catheter and the embotrap iii device. The procedure was completed. It was not known if continuous flush was maintained. There was no negative patient impact or patient complication. On 12-oct-2022, additional information was received. The catalog and lot number of the concomitant embotrap iii device used was et309537 from lot 22e160av. The information confirmed that the following statement, ¿a small thrombus remained in the mca¿ meant that there was thromboembolism from the left ica to the mca. The thrombus was removed using the catalyst® 6 catheter and the embotrap iii device (et309537 / 22e160av). Clot characteristics are not known. The patient¿s baseline mrs/nihss/aspects scores are not known. Pre-treatment thrombolysis in cerebral infarction (tici) score was 0; post-treatment tici score was 3. It is not known if there was any excessive vessel tortuosity or acute bends in the target vessel. The information indicated that there the embovac catheter had not been advanced nor withdrawn against resistance. No resistance reported felt at any point while using the embovac catheter. The embovac catheter was removed intact from the patient. Excessive force had not been applied to the device. There was no clinically significant delay in the procedure due to the reported issue. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 132cm embovac 71 aspiration catheter was received contained in the decontamination pouch. Visual inspection was performed. The presence of hydrophilic coating was confirmed. There were three (3) sections where compressions were observed on the body of the catheter. The first was found at 114cm, the second at 111cm, and the third at 24cm. The braided mesh was observed in stretched condition; this was observed at 10cm until 5cm. All measurements were taken from the distal end of device. The complaint device underwent further inspection under the microscope. Under magnification, it was observed that as a result of the stretching, the coating has the appearance of being torn / frayed. The embovac aspiration catheter was flushed to check for leaks; water began to leak from a hole which was a result of the severely stretched condition noted. The inner diameter (ID) and outer diameter (od) of the embovac aspiration catheter were checked and confirmed to be within specifications. The reported issue documented in the complaint regarding the coating on the tip of the complaint device being peeled off was confirmed based on the evidence observed on the distal mesh section. This condition is the result of the severely stretched condition found in the braided mesh. Factors not described in the information provided, such as patient¿s anatomy, device manipulation, and operator¿s technique, may have contributed to the issue encountered rather than the device's manufacture. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. The compressed conditions found in the rest of the device appear to have been made by a fingertip. These may appear during the device removal since this condition was not originally reported in the complaint, and these conditions were not related to the reported complaint. A review of manufacturing documentation associated with this lot (30729953) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following precaution: exercise care in handling the embovac catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on (B)(4). 2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.